Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's diabetes educator reported via phone call that her blood glucose level was 670 mg/dl. The high pressure test passed. The customer was not currently on the device and was back on IV insulin drip. The customer was hospitalized on (B)(6) 2016 due to her high blood glucose level. She experienced a diabetic ketoacidosis. The customer was placed on insulin drip. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.